Event description:
It was reported, the needle wouldn't shut, resulting it being difficult to remove.

Manufacturer narrative:
The device history records were reviewed with special attention to the subassemblies, the manufacturing process, and quality control testing. This lot met all release criteria. From DHR review, the product was manufactured per applicable procedures and was inspected for proper functioning and damage. A bent needle assembly would have been rejected, as the pressure test would not be possible due to the sample condition. The sample evaluation performed at the manufacturing facility showed no device mechanical malfunctions when the returned probe was tested in the test driver. Tactual examination showed there was rotation resistance to actuate the inner stylet manually, which is not typical of conforming product. A bend located at the most distal-edge was confirmed on the probe needle assembly. This bend could have contributed to the reported failure mode since it created excessive friction to the stylet and undesired rotation resistance between the components. Possible causes for the distal bend may include excessive force applied during the biopsy procedure and/or not using the coaxial needle during the insertion. The cause for the needle assembly damage could not be established during this investigation. The reported failure mode is confirmed and the root cause is unknown. There did not appear to be a manufacturing related cause for this event.